Event description:
It was reported to medtronic neurosurgery that the patient¿s condition was stable following the device being implanted, but that it did now show significant improvement. The report states that the valve could not be adjusted to any setting other than the pl 1.0 or pl 1.5. According to the report, imaging studies showed that there was not a reduction in the size of the patient¿s ventricles. The report states that contrast radiography did not show blockage in either the ventricular or abdominal catheters. According to the report, a revision operation was performed and the device was removed. The report states that the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The returned valve was patent, met the requirements for leak testing, and all performance levels could be set with a single attempt with the exception of the initial adjustment. However, it did not meet the requirements for reflux, pressure-flow, or preimplantation testing due to proteinaceous debris within the valve. Proteinaceous debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning, and may interfere with the adjustment mechanism. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).